Manufacturer narrative:
The reported issue was confirmed. Root cause is covered: the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The device was evaluated upon receipt. Ac cca card and power module has degraded due to electrical overstress and will be replaced preventatively. Replaced ca cca card. A device history record review was not required for this complaint. The labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stated that the arctic sun device was generating 0 flow. A check of the diagnostic showed that the circulation pump would not generate any pressure. They requested a quote for the 2000-hour service and a loaner. Nurse states they were trying to start therapy on a patient, but the device kept alarming low flow, water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0pis, circulation pump command (cpc) was 100%, system hours were 4,672, and pump hours were 4,431. Informed nurse to send the device to biomed labelled no flow for a possible circulation pump failure. Informed nurse to swap to a new device for therapy and encouraged to call back with any issues. Per sample evaluation results on 05mar2024, it was reported that performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress.